Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified weak batteries. Replaced batteries. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600emi system intermittently will display a "saturation fault" error message and has a loss of fluoro. There was no report of patient injury.